Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant in tooth #29 has damaged threads. Requested 0493 thread tap to clean threads.

Manufacturer narrative:
One imp,tsv,3.7,8,mtx,mg (tsvtb8) was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information. Functional testing could not be performed because the product was not returned. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #29. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (1236925) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1236925) for similar events and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "yes" to "no". H10: added manufacturer narrative h3 other text : device remains implanted.

Event description:
No further event information available at the time of this report.